Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("sharp pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. Concurrent conditions included endometrioma (2 cm endometrioma), hypothyroidism and nickel sensitivity. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal discomfort ("feeling of pressure"), menstrual disorder ("different menstrual bleeding"), arthralgia ("pain in right side in hip and buttock") and musculoskeletal pain ("pain in right side in hip and buttock"). The patient was treated with ibuprofen (burana), lynestrenol (orgametril) and surgery (removal will be performed on (B)(6) 2019). At the time of the report, the pelvic pain, abdominal discomfort, menstrual disorder, arthralgia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for menstrual disorder with essure. The reporter considered abdominal discomfort, arthralgia, musculoskeletal pain and pelvic pain to be related to essure. The reporter commented: pain relates to endometrioma and essure. Physician gave referral to essure removal. Most recent follow-up information incorporated above includes: on (B)(4) 2019: it was reported that removal will be performed on (B)(6) 2019. Case upgraded to incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.